Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Information obtained from literature title: case report of right-to-left shunt caused by insertion of impella for ventricular septal perforation extracorporeal circulation technique 2023; vol.50. No4,466-467 since the exact date of hemolysis was unknown, the date of replacement of cardiac phase space analysis (cpsa) with 5.5 (date of cpsa removal) was entered. Case 1 a woman in her 60s was rushed to her previous hospital because of chest pain and was then transferred to our hospital with cardiogenic shock due to acute myocardial infarction. After the transfer, echocardiography revealed a ventricular septal perforation (vsp) (2x 1cm) on the apical side. Due to shock vitals, an impella cp was urgently inserted, and the patient was admitted to the intensive care unit (ICU). Due to severe hemolysis and a long time until surgery, the impella cp was replaced with an impella 5.5 on the fourth day of admission to the ICU. The next day, the movement of impella's blood flowing out, causing a right-to-left shunt from the vsp, and a sudden drop in spo2 was observed. Volume management was performed to prevent the left ventricle from collapsing, and although it was difficult, the patient was managed with impella alone until surgery. The patient survived the event

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿